Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all keys on the keyboard were not responding. The field service engineer (fse) determined the cables for both the keyboard and biometric identifier (bio-ID) were extremely tight, leaving no movement or maintenance loop for normal operation. The tension was relieved, and slack was provided to allow proper movement of the swing arm and screen adjustment. Testing was resumed, and no further issues were found. The user verified operation by performing access. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, all keys on keyboard was not responding. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.